Event description:
It was reported that the patient presented to the clinic experiencing phrenic nerve stimulation. The patient had a right sided implant and noticeable twitching on the right side could be seen. The leads exhibited a loss of capture. The device was reprogrammed which resolved the right ventricular lead twitching. A chest x-ray was performed which revealed that the left ventricular lead had dislodged. The patient was discharged and was scheduled for a revision. On (B)(6) 2017 the leads were successfully explanted and replaced. The patient was in stable condition post surgery.